Event description:
In 05, the lay patient contacted lifescan alleging "he was getting results like 19. Something and 13. Something" on his one touch ultra meter. The patient was unable/unwilling to answer whether he experienced symptoms of high or low blood glucose level at the time of concern. He stated he had been obtaining "these results" for the past 4 months. The patient's doctor increased his medication from 1/2 per day to 4 pills per day due to the meter readings. The customer care representative (ccr) confirmed that the meter was set to mg/dl instead of mmol/l and a reading of 131 mg/dl was obtained on the meter; the date and time of the meter reading was not provided. The ccr noted that the meter had previously been set to the correct units of measurement. The patient answered yes when questioned as to whether he had recently changed the meter units of measurement. However, the patient apparently misinterpreted the meter readings to be in mmol/l rather than mg/dl. The meter, test strips, and control solution were replaced.